Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. Twenty-eight days later, the pt presented with "persistent radiculopathy". The investigator noted the event as moderate in intensity. The pt was referred by the physician to physical therapy and unspecified pain medications and steroids were prescribed. It is unknown if the event resolved, as the pt's condition was reported by the investigator as continuing without treatment when last seen in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted nerve damage from herniated disc as a possible explanation for the event.